Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power failure. A field service engineer checked the wall voltage and confirmed it was within specification, then disconnected all external cables from the main cabinet and verified that the unit powered on. The unit was powered off and the smart remote manager was reconnected, with the system still powering on correctly. The fse then replaced the interface board, but the unit did not power on, and further testing with only the tower connected also resulted in no power. After opening the top hat and disconnecting the ribbon cables from the main bus, the unit powered on successfully, and the auxiliary cabinet, tower, and smart remote manager were reconnected with continued proper power up. The fse reconnected all auxiliary drawers and reinstalled the original interface board, after which the unit continued to power on normally. The bottom three drawers in the main cabinet were disconnected and the main bus cable was reconnected, followed by reconnecting the top three drawers, with the system continuing to power on without issue. The main bus cable was examined and showed no visible damage, the engineer logged into administrator mode, ran the hardware testing application with successful results, reinstalled all cabinet panels, and restarted the application, which booted normally with no hardware faults. The customer was able to complete inventory successfully. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a complete power failure occurred. Attempts to switch power outlets and reboot the device were unsuccessful, and the unit did not power up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.